Event description:
Event description guidant received information that the patient with this right ventricular lead experienced a fall on loose carpet, which resulted in a neck injury and suspected damage to the lead. Fracture was later confirmed by x-ray during a lead revision procedure. The lead was then surgically abandoned and replaced without any additional adverse patient effect. An additional communciation clarified there was no syncopal episode as the patient never lost consciousness.